Event description:
Allegedly, the patient was revised due to malalignment; pain.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00354 and 00356. This event occurred in the (B)(6).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.